Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a laser probe could not be inserted into the trocar during a vitrectomy procedure. The laser probe was exchanged. The procedure was completed with no harm to the patient.

Manufacturer narrative:
Additional information is provided. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample found excess adhesive at the nitinol-cannula junction. The 25 gauge illuminated flex curved laser probe was manufactured on october 11, 2017. There were 1632 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe cannula tip. The manufacturer internal reference number is: (B)(4).